Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure one resolute onyx des was implanted in the mid lad and prior to that on the one non medtronic stent was implanted in the mid lad and the one non medtronic stent was implanted in the 1st ob mar. Approximately 13 months post index procedure the patient suffered non st segment elevation myocardial infarction and was hospitalized. An ECG was performed and showed images of anterolateral subepicardial lesion which was not present in previous ECG's. The patient had not yet started dialysis due to insufficient maturation of the prosthesis it was decided to optimize new medical treatment. The patient was the taking dual antiplatelet therapy within 24 hours prior to the event. Event was related to an mi of an unknown vessel. The patient has recovered and was released from hospital on the. The site assessed the event as not related to the device or the antiplatelet medication. The sponsor assess ed the event as possibly related to the non medtronic device. Lot number of resolute implanted is unknown. Cec adjudicated mi as non-q-wave mi of an unknown vessel, 3rd udmi spontaneous and commented "multivessel disease unknown vessel for mi"